Event description:
On (B)(6) 2009, the pt reported that 4 times in the past yr she has noticed burning at the infusion site during insulin delivery and the infusion site adhesive will be yellow, wet, and she can smell insulin. She stated that she changes the infusion site every 3 days. She stated that she does have a lot of scar tissue. The most recent incident occurred 2 weeks ago. She changed the infusion site immediately. She stated that the infusion site did not appear to be damaged upon removal. She questions if the yellow color is due to insulin or infection. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.